Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue catheter with a two-piece connector assembly. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed between the 40cm and 41cm depth markings. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported, "a bard 4f single-lumen silicone PICC catheter was inserted in the vascular access nursing clinic of our hospital on (B)(6) 2023, with the catheter batch number reft4596. At around 16:00 on (B)(6) 2024, PICC catheter maintenance was performed at the PICC clinic. The PICC catheter suddenly broke during maintenance, and the catheter was successfully removed through emergency interventional surgery at the local hospital. The catheter was left in the body for 152 days. On (B)(6) 2024, the patient and his family came to the vascular access nursing clinic of our hospital and complained that the interventional tube removal surgery at the local hospital cost more than (B)(6) and requested that this wasted expense be settled. After communication and negotiation, the patient and family members were emotionally stable." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "a bard 4f single-lumen silicone PICC catheter was inserted in the vascular access nursing clinic of our hospital on (B)(6) 2023, with the catheter batch number reft4596. At around 16:00 on (B)(6) 2024, PICC catheter maintenance was performed at the PICC clinic. The PICC catheter suddenly broke during maintenance, and the catheter was successfully removed through emergency interventional surgery at the local hospital. The catheter was left in the body for 152 days. On (B)(6) 2024, the patient and his family came to the vascular access nursing clinic of our hospital and complained that the interventional tube removal surgery at the local hospital cost more than (B)(6) yuan, and requested that this wasted expense be settled. After communication and negotiation, the patient and family members were emotionally stable.". No other information was provided.